Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that through the research review article ¿antiplatelet therapy monitoring for durable mechanical circulatory support utilizing teg-platelet mapping¿ identifying that heartmate 3 (hm3) may be related to bleeding events. The aim of the study was to evaluate the safety and effectiveness of a new protocol developed to titrate antiplatelet medications proactively based on thromboelastography platelet mapping (teg-pm) results to reduce incidence of thrombotic and bleeding events. A total of 18 patients implanted with hm3 were evaluated, and two presented bleeding. Specific patient information and device serial number are documented as unknown. A total of four bleeding events occurred: two in each group. The teg-pm had one non-major and one minor bleeding episode of epistaxis that easily resolved without medication adjustments. The control group had two major bleeding events: a subdural hematoma with continued expansion resulting in discontinuation of aspirin therapy and lowering of international normalised ratio (inr) goal and another patient with gastrointestinal bleed that resolved spontaneously without intervention. Details are listed in the attached article. The device was implanted at time of event. The date of event is approximate since the data were collected from 01 august 2018 and is ongoing. The reportable aware date is the date the st. Jude medical (sjm) notifier completed reading the article and entered in the complaint database. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas¿s and the reported events could not be determined through this evaluation. Data was obtained through an observational, cohort study which was completed both retrospectively and prospectively. The data for the research article was collected from 01aug2018 and is ongoing. In was concluded that long term data, including 90 day results, is required to continue to assess safety and effectiveness of newly implemented protocol. The article did not provide information regarding which adverse events the heartmate 3 lvad patients had experienced. The group of patients (which included both heartmate 3 and heartware patients) was reported to have experienced events of epistaxis, subdural hematoma, and gastrointestinal bleeding. The study referenced in the article consisted of 18 heartmate 3 lvas patients; therefore, the specific device and other case/patient information is not available and was not requested. No product was evaluated. Bleeding, stroke, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and pump thrombosis are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding ¿anticoagulation¿, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.